Event description:
On 12/29/93, the pt underwent an anterior cervical discectomy and fusion with application of plate. On 3/22/94, pt showed fusion at both levels. On 5/27/94, pt complained of dysesthetic electrical-like pains in the posterolateral aspect of her arm. Pt did fairly well with treatment with medications. On 4/14/95 she had tingling dysesthesia development in her left upper extremity. By myelography it was determined that the plate had fractured through the lower hole at c6-7. This pt had collapsed what had appeared to be a well fused graft at c6-7. Therefore she had obliterated the left c7 foramen. On 4/17/95, pt underwent removal of co apparatus, removal of collapsed interspace graft of c6-7; distraction of interspace with application of tricortical cadaver allograft and fixation with acroplate fixation system of c6-7.